Event description:
Patient had bulkamid urethral injection for stress incontinence back in 2021. She developed dysuria which prompted a cystoscopy. The "bleb" of bulkamid had ruptured into the bladder with an open, calcified, lesion. On resection it was all chronic inflammation with extracellular polyacrylamide hydrogel.urinary bladder, mass, biopsy: denuded urothelial mucosa with florid chronic inflammation and abundant extracellular material. There is no evidence of malignancy. Note the findings are consistent with the history of polyacrylamide hydrogel injection.